Event description:
Plate with cables implanted in 99, to stablize fracture distal to existing femoral stem prosthesis. Subsequent radiographs showed plate component fractured and in 2000, components were replaced due to non-union of original fracture site.